Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after being in the patient for three days, the device separated between the hub and catheter. An additional procedure was required to replace the device, but there were no further injuries reported aside from this replacement procedure.